Event description:
During a routine device replacement procedure, a loss of capture and low pacing impedance were noted on the left ventricular (lv) lead. An x-ray was performed and revealed a lead dislodgement. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was stable.